Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge loading process. The issue was confirmed, but did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer successfully reloaded a new cartridge and was able to resume insulin therapy, resolving the issue.